Manufacturer narrative:
(B)(4) stent kinked. (B)(4) guide catheter broke. Stent was loaded when received. Visual evaluation found that the stent was kinked and bent in several locations throughout. Push catheter was also bent in several locations. Suture was intact and holding the stent as intended. The guide catheter was kinked and bent in several locations throughout; was stretched and detached; and was separated from the push catheter. The proximal section of the detached guide catheter was missing. A functional evaluation could not be performed due to the condition of the returned device. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks and bends in the device, making it difficult to deploy the stent. Efforts to deploy the stent could cause stretching of guide catheter and ultimately breaking the guide catheter. Therefore the most probable root cause is ¿operational context.¿

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during preparation, the physician found that the stent could not be released. The procedure was completed with another flexima¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent kinked and the guide catheter broke, therefore this event has been deemed an MDR reportable event.